Event description:
It was reported the patient experienced intermittent stimulation from their device. It was stated the patient's stimulation will "cut out all the time where she loses stimulation unexpectedly." The reported stated the patient had rsd in her arm and has had problems with the stimulation "going back for years." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient switched to a different group on the device and "things seemed better." The patient outcome was noted as "doing better."

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).